Event description:
It was reported that during a procedure, with little pressure the end of the smoke evacuation tube broke off. Another device was opened to finish the case. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that during a procedure, with little pressure the end of the smoke evacuation tube broke off. Another device was opened to finish the case. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.